Manufacturer narrative:
No service was requested by the user facility. No parts were replaced. The investigation consists of an evaluation of provided ventilator logs and screen dumps. The patient seems to have consistent fairly high leakage (>75%), and when the available flow is not able to uphold the pressure due to the leakage, the flow is interrupted with a high priority alarm activated 10 seconds after the flow is interrupted. The disconnect function is configured to ¿low flow¿, i.e. When disconnect is detected, a bias flow of 7.5 l/min is started to detect re-connection. Ventilation is resumed when leakage is lower than the system can manage. Changing the disconnect functionality in the startup configuration to ¿disabled¿ would cause the system to continue delivering gas even when the leakage is too high, and the corresponding leakage alarm would instead be a medium priority alarm activated. This alarm will be activated without the 10 second delay applied when ¿low flow¿ disconnect setting is used. The conclusion is that there was no ventilator malfunction at the time of the event, the ventilator functioned according to design. The ventilator generated correct alarms according to the ventilator settings. The cause of the reported problem is attributed to clinical application error.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment in non-invasive ventilation mode, when a large leakage occurred, the ventilator did not alarm. There was no patient harm. (B)(4).